Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1994 (B)(6) medical center. (B)(6), md. Radiology- gastrografin enema. Exam: colon non-barium. Admission clinical data: peritonitis. Impression: no evidence of obstruction of the colon. Continued prominence of the small bowel pattern which is such that an obstructive process cannot be excluded. On (B)(6) 1995 (B)(6) medical center. [Illegible signature]. History and physical [handwritten]. Complaint of bulge in wound. Approximately 6 months status post exploratory laparotomy for appendicitis with abscess [illegible] with incisional hernia. Quit smoking 6 months ago. Examination: abdomen; soft, bulge at umbilicus. Impression/plan: incisional hernia/repair. On (B)(6) 1995 (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: multiple incisional hernias. Procedure: incisional herniorrhaphy. Assistant: (B)(6), md. Indications: ms. (B)(6) is a 34-year-old white female who in the spring of 1995 underwent an exploratory laparotomy for a perforated appendicitis with abscess. Recently, she has developed a bulge in her wound. Findings at procedure: multiple defects in the midline fascia, the largest one near the umbilicus. There were several smaller ones inferior to this. Procedure: ¿under general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in the usual sterile fashion. The skin was incised in the previous incision and carried down through the subcutaneous tissues. The hernia sac was identified and dissected free from the surrounding tissues. The hernia sac was entered. The free peritoneal cavity was entered. Several adhesions were taken down of the omentum to the anterior abdominal wall. Palpation was then carried out for the length of the incision from the inside which revealed the multiple defects in the fascia. The midline fascia was then opened in its entirety. A repair was then effected by using a running suture of 0 prolene. Valsalva maneuver was performed to 40 mmhg with no evidence of herniation. The wound was irrigated with sterile normal saline. The skin was closed with staples. A sterile dressing was applied. The patient was extubated and taken to the recovery room in stable condition. ¿ on (B)(6) 1995 (B)(6) medical center. (B)(6), md. Pathology report. Pathology number: (B)(4). Operation: incisional hernia repair. Preoperative diagnosis: incisional hernia. Specimen(s) and location: hernia sac. Final diagnosis: hernia sac. Gross description: the container is labeled ¿susan mullings, hernia sac¿ and consists of a piece of membranous tan tissue with fat attached that measures 3.0 x 1.0 x 1.0 cm. Representative sections are submitted. (One block). Microscopic: this is a dense connective tissue wall that is lined on one aspect by mesothelium. Some adipose tissue is included. On (B)(6) 1997 (B)(6) medical center. (B)(6). History and physical. Complaint of recurrent incisional hernia. Status post laparotomy for perforated appendix with abscess, hernia repair (B)(6) 1995 now with recurrence. Ex-smoker. Examination: abdomen; soft, bulge in wound lower midline. Impression/plan: recurrent incisional hernia/repair. On (B)(6) 1997 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: same. Procedure: repair of recurrent incisional hernia with gore-tex dual mesh. Indications: miss mullings is a 35-year-old white female who, approximately 18 months to two years ago, underwent exploratory laparotomy for a perforated appendix with abscess. She developed an incisional hernia which was repaired in (B)(6) 1995. She did well until approximately (B)(6)1996, when she was lifting at work and noted pain in the wound and had recurrence. Findings: a large defect in the lower midline incisional wound. Procedure: ¿under general endotracheal anesthesia the patient¿s abdomen was prepped and draped in the usual sterile fashion. Using a modified hasson technique, the free peritoneal cavity was accessed midway between the umbilicus and the sternum. The abdomen was insufflated to 50 mmhg with carbon dioxide. Trocars were placed in the right upper and left upper quadrants. Dissection was carried out reducing the omentum from its incarceration in the incisional hernia. A piece of gore-tex dual mesh, size 18 x 24 cm, was placed into the abdominal cavity after placement of stay sutures. The stay sutures were then brought out through separate stab incisions and tied. The stay sutures were of 2-0 ethibond. One of the sutures tore and so a keith needle with 2-0 prolene was used to anchor the lower left quadrant corner of the mesh. After the eight sutures were tied, the hernia stapler was then introduced and used to further secure the edges of the mesh to the anterior abdominal wall. Inspection was carried out. No bleeding could be noted. The scope was withdrawn. The trocars were withdrawn under direct vision. No active bleeding could be seen. Skin incisions were closed with staples after closing the hasson trocar site with the 0 vicryl purse string suture, as well as the upper midline 2-0 ethibond which was brought out through the fascia at that level, then staples were used to close the skin. Sterile dressings were applied. The patient was extubated and taken to the recovery room in stable condition. Sponge, needle and instrument counts were correct x 2. ¿ on (B)(6) 1997 (B)(6) medical center. Implant sticker. Gore-tex dualmesh biomaterial. Item number: 1dlm06. Lot number: 10640-095. W.l. Gore & associates . The records confirm a gore® dualmesh® biomaterial (1dlm06/10640-095) was implanted during the procedure. On (B)(6) 1997 (B)(6) medical center. [No signature]. Progress notes. Approved observer(s) name(s): (B)(6) - ethicon representative . On (B)(6) 1998 (B)(6) medical center. (B)(6), md. History and physical. Left lower abdominal pain; referred to pain center by dr. (B)(6) for further evaluation of left abdominal pain. Says abdominal pain began postop to surgery in (B)(6) 1997; however, it has gotten worse since surgery in 1998. Had mesh inserted in her second hernia repair. Describes pain as occurring in left lower quadrant with sensations of stinging, burning, and tearing; rates at eight over ten pain scale, factors that increase pain include physical activity, pressure, movement, lysing down, and sitting. Pain not constant, occurs spontaneously, has not found anything thus far to decrease pain. Examination: abdomen; soft, tender over left lower abdomen, no masses palpated. On (B)(6) 1998 (B)(6) medical center. (B)(6), md. Operative/procedure report. Indications: referred for abdominal pain, status post laparoscopic repair of inguinal hernia. Procedure: ¿brought to day surgery and IV started. Taken to fluoroscopy suite and placed in supine position. Painful area of left lower quadrant identified and marked. Betadine prep and drape of abdomen performed. One ml of 1% lidocaine used for local anesthesia. A 22-gauge spinal needle placed into subcutaneous tissue, attempting to localize the nidus of the abdominal wall pain. After several passes, unable to find painful area. Needle withdrawn. Monitored throughout and sedated by linda antopolsky, rn with versed. Will return in approximately ten days for another attempt at the localization; this time will not use local anesthesia. ¿ on (B)(6) 1998 (B)(6) medical center. (B)(6), md; (B)(6), rn (dictating). History and physical. Left lower abdominal pain. Attempt made to localize area producing abdominal wall pain however, patient unable to report exact location after 1% lidocaine administered. Chronic abdominal pain; repeat abdominal block without local anesthetic. On 1998 (B)(6) medical center. (B)(6), md. Operative/procedure report. Indications: referred for evaluation of left lower abdominal pain of an approximate one and one-half year duration. Had repair of recurrent incisional hernia with implantation of gore-tex mesh. Procedure: ¿patient brought to day surgery and IV started. Taken to fluoroscopy suite and placed in supine position with full monitors attached. Painful area over the left abdominal wall identified and marked. Betadine prep and drape of this area performed. Painful area entered with a 22-gauge three-inch spinal needle. When contacting painful area, administered a total of three ml of 0.5% bupivacaine with epinephrine, plus 20 mg of depo-medrol. Syringe was aspirated every one ml and this was negative. Needle was withdrawn and procedure terminated. Patient monitored throughout by (B)(6), rn. After brief period in recovery area, will return in one week for second procedure. On (B)(6) 1998 (B)(6) medical center. (B)(6), md; (B)(6), rn (dictating). History and physical. Complaint of left lower abdominal pain. Has undergone two abdominal wall blocks and notes significant pain relief. Left abdominal pain; abdominal wall block in x-ray times three with no sedation . On (B)(6) 2010 (B)(6) hospital . (B)(6), md. Operative report. Preoperative diagnoses: pelvic pain. Right adnexal mass (suspect ovarian cyst; normal ca-125). Previous midline incision hernia with mesh repair. Pelvic adhesions. Postoperative diagnoses: extensive pelvic and bowel adhesions. Large multiloculated right ovarian cyst with serous fluid. Assistant: (B)(6), md. Intraoperative consultant/co-surgeon: (B)(6), md. Estimated blood loss: less than 25 cc. Complications: none. Findings: extensive, dense bowel adhesions to the anterior abdominal wall and throughout the pelvis. She had a large abdominal wall mesh due to her previous ventral hernias. She had a large multiloculated right ovarian cyst, which was densely adhered to sigmoid, bladder, and the sidewalls. The left ovary was not visualized or palpable. It was suspected to be behind the sigmoid colon but it was not enlarged and easy to discern. Procedure: ¿the patient was taken to the operating room with IV fluids running. She was placed in the supine position and general anesthesia obtained. She was positioned, prepped and draped in the usual sterile fashion with a foley catheter in her bladder. The decision was made to proceed with a pfannenstiel skin incision as the patient had had a previous incisional hernia due to her midline incision. The pfannenstiel skin incision was carried through to the underlying fascia layer, which was nicked in the midline and the incision extended bilaterally. The anterior rectus sheath was dissected from the rectus abdominis muscles sharply as well as bluntly. At this point, the pfannenstiel skin incision was noted to be at the inferior edge of the abdominal wall hernia mesh support. The peritoneum was extremely densely adhered to small bowel. Thus, at this time, a general surgeon (dr. (B)(6)) was consulted. He proceeded to scrub in and helped us with extensive and difficult adhesiolysis of the bowel away from the mesh. This was tedious and time consuming and prolonged the case significantly. Please refer to his operative note for additional information. Following the adhesiolysis of the bowel from the mesh, attention was turned to the lateral aspects of the incision and the bowel was cleaned and carefully dissected away from the lateral side of the abdominal wall. The bladder was identified and a very difficult and time consuming adhesiolysis, small as well as large bowel from each side as well as from all surfaces in the pelvis, was undertaken. It was finally possible to identify large multiloculated-appearing cyst. The cyst was ruptured and clear yellowish serous fluid was suctioned out from the cyst. The cyst was multiloculated. The cyst was then sharply as well as bluntly dissected from its attachments to the bladder, small bowel, large bowel, the cul-de-sac, and both sidewalls. This was very difficult. At one point, the bladder was filled with methylene blue and normal saline to ensure that there was no injury to the bladder. The bladder plate was normal. The right round ligament was identified and incised and the perirectal space entered. The right ureter was identified and followed along this course and was noted to be well away from the right infundibulopelvic ligament. The right ovarian vessels were thus clamped doubly and sutured and were hemostatic with 0 vicryl suture. The ovarian cyst was sequentially dissected away from all the surrounding attachments and eventually the right ovarian cyst minus all its cystic contents was sent to pathology for further evaluation. Following the right salpingo-oophorectomy and noting good hemostasis, attention was turned to the left side. The patient had such dense bowel adhesions it was not possible to identify left ovary. It was felt that the left ovary might be retrosigmoid, but it was not possible to palpate any left ovary, which, if it was there, was probably atrophic and small. Thus, decision was made to leave the left ovary alone. At this point, dr. (B)(6), who had assisted us throughout the adhesiolysis, especially when the bowel was involved, went ahead and re-sewed the mesh to the anterior rectus sheath. Please refer to his operative note for additional information. As the pelvis was essentially normal once the right multiloculated ovarian cyst was removed and the left ovary and adnexa were not identified, a decision was made to terminate the procedure. The pelvis was thus irrigated with copious amounts of warm normal saline and irrigant removed. Surgicel was placed around the edges and the parietal peritoneum reapproximated with 3-0 vicryl. The muscles were reapproximated with 3-0 vicryl in an interrupted fashion. The anterior rectus sheath was reapproximated with #1 pds in simple running fashion on both sides after the mesh had been secured appropriately. For subdermal layer, 3-0 plain suture was used and the skin brought together with 4-0 vicryl. Sponge, lap, needle, and instrument counts were correct x 2. All specimens were sent to pathology. The patient tolerated the procedure very well. There were no complications. ¿ on (B)(6) 2010 (B)(6) hospital. (B)(6), md. Operative report. Please consult dr. (B)(6) operative dictation for the preoperative diagnosis, postoperative diagnosis, indication for operation, and description of findings. Reason for consultation: severe intraabdominal adhesions with intestine adherent up to a previously placed synthetic mesh. Description of operation: ¿dr. (B)(6) had previously started a right salpingo-oophorectomy via a pfannenstiel incision. During abdominal entry, he noted that there was a large piece of mesh placed intraperitoneally and that the patient had severe adhesions of small intestine to this mesh. He requested that I come into the operating room and scrub in and help him with adhesiolysis. There was in fact a large amount of small bowel adherent to the anterior abdominal wall and to a large piece of mesh, most likely a composite synthetic mesh, although I was not able to ascertain exactly what type of mesh it was. Kocher clamps were placed on the mesh, which was obvious at the superior portion of the horizontal pfannenstiel incision. The mesh was retracted upward and using meticulous sharp dissection, the small intestine was dissected away. Great care was taken to stay in the plane between the adherent intestine and the mesh. Once enough small bowel had been dissected away, the mesh was divided in the midline for a distance of approximately 2 cm. This enabled us to continue dissecting toward the right side with improved exposure. The dissection continued along the right side, back to approximately the anterior axillary line. There, we entered the peritoneal cavity. Likewise, the dissection continued to the left side, and enough of the small bowel was dissected down and away off the anterior abdominal wall to be able to perform the salpingo-oophorectomy. We then returned to the patient¿s right lower quadrant area, and multiple adhesions were taken down and the peritoneal cavity was entered. There was noted to be a large periovarian cyst, which was entered and aspirated. The ovary was identified and a portion of the rectum was adherent to the ovary. This was dissected away with sharp dissection. Once the rectum was completely cleared away from the ovary, I scrubbed out and allowed dr. (B)(6) to continue with his salpingo-oophorectomy. At the completion of that portion of the procedure, they asked that I scrub back in, and I did so, and we examined the entire small bowel and rectum for evidence of a serosal injury. The intestine was noted to be completely intact with no evidence of small bowel or colonic injury. The wound was copiously irrigated and suctioned dry. Inspected for evidence of bleeding, none was found. The fascia was then reapproximated in the midline using 3 interrupted 0 prolene sutures. A #1 nylon was then used to take a large through-and through bite of the fascia, through-and-through the mesh, and 3 interrupted sutures were placed to reapproximate the mesh in the midline. The abdominal closure was then completed per dr. (B)(6), in the usual fashion by which he closes a pfannenstiel incision. Please consult dr. (B)(6) dictation for the completion of the procedure. ¿ on (B)(6) 2010 [missing records: a pathology report detailing analysis of the specimens removed during the (B)(6) 2010 procedure was not provided.] (B)(6) 2010 (B)(6) hospital. Lab. Albumin 3.0 low. [Missing records: records for alleged injuries of mesh infection debridement, mesh removal, drainage and small bowel resection were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) hospital. (B)(6), crna. Anesthesia record. Weight 92.3 kg. History of fibromyalgia. Infection, mesh from hernia repair. Tobacco, quit 10 years ago, history of 1 ½ packs per day x 25 years. Asa 2. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preprocedure diagnosis: chronic draining wound. Infection of previously placed intraabdominal mesh. Possible enterocutaneous fistula. Postprocedure diagnosis: chronic draining wound. Infection of previously placed intraabdominal mesh. Possible enterocutaneous fistula. Procedure: debridement of skin, subcutaneous tissue, muscle and fascia approximately 30 cm2. Explantation of infected intra-abdominal mesh. Laparoscopic enterolysis as well as open enterolysis. Small bowel resection and anastomosis. Specimens: a portion of explanted mesh for culture. Explanted mesh as well as adherent small bowel, which was resected with a single resection. Findings: ¿significant intraabdominal adhesions, which were lysed laparoscopically as well as open. Adhesions of a loop of bowel to the inferior edge of the mesh, which appeared to be eroded; however, I did not separate the mesh from the bowel to confirm this. Instead I freed the infected mesh from the anterior abdominal wall and resected the adherent small bowel, which was sent for pathology along with the mesh.¿ procedure note: ¿the patient was brought to the operating room and positioned supine on the or table. Anesthesia was then induced and the abdomen prepped and draped in sterile fashion with a foley catheter in place and both arms tucked. A timeout was then performed in which the patient, procedure and site were identified. I began by entering in the left upper quadrant with a 5 mm visiport. There was significant intra-abdominal adhesions, which were lysed laparoscopically in order to free the mesh enough that I could gain entry into the abdomen. Once this was done, the patient¿s previous midline laparotomy incision was opened and I entered the abdomen without issue. The mesh was freed from the posterior fascia circumferentially. Once this was done, it was clear that there was an area where the small bowel was densely adherent to the mesh at the area of infection, which suggested a fistula. The midline laparotomy incision was extended inferiorly to include the area of previous granulation tissue. The area of granulation tissue and infection was excised, which involved approximately 30 cm2 of skin, subcutaneous tissue, muscle and fascia. Once this was done, the small bowel was inspected and freed and was then resected and passed off with the mesh still adherent. I then inspected the abdomen. There had been a serosal tear of the sigmoid colon, which was densely adherent in the anterior midline. This was repaired with interrupted silk sutures. I then created a stapled small bowel anastomosis using the gia 55. The common defect was closed using interrupted vicryls followed by interrupted silks to imbricate the closure. The abdomen was then inspected. There was no sign of any hemorrhage or any significant contamination. Two pieces of seprafilm were placed in the anterior midline and then the fascia was closed using a running #1 looped pds without any significant tension. The subcutaneous tissues were irrigated and then the skin was loosely approximated using staples and the wound was packed using telfa wicks. The patient tolerated the procedure well with no apparent complications. All sponge, needle, and instrument counts were reported to be as correct. She was awakened, extubated and taken to the recovery room in stable condition. Dr. (B)(6) was present and assisted with the entire procedure.¿ (B)(6) 2017: (B)(6). (B)(6), md. Brief op note. Pre-procedure diagnosis: infected mesh and possible enterocutaneous fistula. Post-procedure diagnosis: same. Procedure performed: excision of infected mesh. Small bowel resection with anastomosis. Laparoscopic lysis of adhesions. Open lysis of adhesions. Specimen removed: infected mesh. Small bowel resection with adherent mesh. Mesh for culture. Complications: none. Findings: ¿infected mesh (gore dual mesh) which was excised.¿ disposition: to pacu. (B)(6) 2017: (B)(6) hospital. (B)(6), do. Pathology report. Accession #: (B)(4). Operation: dx [diagnostic] laparoscopy, removal of infected mesh. Preop diagnosis: infected mesh. Specimen: tissue. Specimen and location: infected mesh. Final diagnosis: infected mesh, removal: mesh material received. Fibrovascular tissue with focal chronic inflammation. Portion, small bowel, resection: portion of small bowel with edema, acute and chronic serositis, fibrous adhesions, and a portion of attached skin with associated chronic inflammation. No neoplasm is identified. Gross description: the container is labeled ¿hannon, susan-infected mesh.¿ received in formalin is a 16 x 12 cm portion of mesh material with a small amount of attached soft tissue. A small portion of the soft tissue is submitted for histologic examination in cassette #1. Also present in the container is a 17 cm segment of small bowel with some attached soft tissue and apparent skin. The serosal surfaces are tan with focal hemorrhage and focal fibrous adhesions. Upon opening, the bowel contains a small amount of bile-stained material. The mucosa is tan without masses or ulceration. Representative sections are submitted in five cassettes. Microscopic: microscopic examination is performed. (B)(6) 2017: [missing records: a culture report detailing analysis of the specimen collected during the (B)(6) 2017 procedure was not provided.] (B)(6) 2017: (B)(6). (B)(6), md. Progress notes. Wbc 12.06 high. (B)(6) 2017: (B)(6). (B)(6), md. Progress notes. Wbc 11.33 high. (B)(6) 2017: (B)(6). (B)(6), md. Progress notes. Wound/incision: midline abdomen, clean, dry, intact. Continue packing twice daily. Impression/plan: discharge home today with home health for wound assistance. (B)(6) 2017: (B)(6). (B)(6), md. Discharge summary. Admit date: (B)(6) 2017. Abdominal wall fistula. Postop day 5, doing well, no issues during stay. Discharge home. Activity: light duty. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 1997 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection debridement, mesh removal, drainage, small bowel resection. Additional event specific information was not provided.